Manufacturer narrative:
(B)(4). The initial report assessment for this event was made (B)(4) 2014 as not reportable. A health hazard eval was initiated and the hazard has been defined. Based on new info available (B)(6) 2014, a re-assessment of the reporting obligation was performed and this event was determined to be reportable. Maquet cardiopulmonary is aware of similar complaints and an internal process (B)(4) was initiated to determine the root- cause and implement the appropriate corrective action. A supplemental medwatch will be submitted when add'l info becomes available.

Event description:
It was reported that after going on bypass, visible air was introduced into the venous bubble trap of the mecc system (minimal extracorporeal circulation system). It appears that the air was introduced via the blue three way stopcock. There was no reported pt effect. No air was reported to be introduced into the set. The device was not changed out. (B)(4).